Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping from the device. Interrogation revealed the device had reached elective replacement indicator (eri) battery status. Premature battery depletion was suspected. It was noted therapy had been programmed off in the s-ICD when the patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) one year ago. The physician will determine if the s-ICD will be explanted or remain in situ. No adverse patient effects were reported.